Manufacturer narrative:
Investigation summary: the device was not returned for inspection. The log file from the control unit used during the procedure was downloaded and the log file evaluated. Review of the log file confirmed the device operated normally throughout the procedure. After 6 1/2 hrs of operation, the electrical parameters changed consistent with removal of the msd without first turning off the device.

Event description:
The user reported that during use of the ekosonic device, the portion outside the pt was curled and secured under a dressing as usual. When the case was complete and the pt was on the angio table for f/u, he suddenly stated that the device was burning him. When the dressing and the device were removed, a red burn mark was visible on his leg. At f/u 2 days later, the burn was observed to be healing. The pt was discharged normally. No treatment was required for the burn and it did not extend his hosp stay. Upon questioning, the user indicated that a fellow was performing the f/u angiogram and may have pulled out the msd without first ensuring the msd was turned off. The fellow pulled the msd part way out and when the pt complained about being burned, proceeded to fully remove the msd. The fellow stated that the msd was very hot in his hand after complete removal. The catheter was not saved.